Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant sodium result. Quality control (qc) was within range. The ccc performed troubleshooting with the customer. The customer stated that maintenance and a bleach clean was performed earlier, and there may have been residue bleach in the lines. The ccc confirmed all fluids are in the correct position. The customer performed a supercondition and changed the sensor. The customer performed a dilution check and corrected the bias but the dilution check failed. The ccc had the customer check the pogo pins and had them stylet the tower ports and check the salt bridge flow. The customer repeated dilution check, which passed. The ccc had the customer check the waste line vacuum and performed sample diluent primes into the port and to checked that nothing was backing up. The ccc had the customer change the sample probe tip and perform alignments. The customer ran qc, which was acceptable. The customer performed general integrated multisensor technology (imt) maintenance. The customer checked sample probe tip, calibration, and ran dilution check and qc, which were acceptable. The cause of the discordant sodium result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high sodium result was obtained on a patient sample on a dimension exl with lm instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium result.